Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while sleeping and the device was suspended. The caller stated that he went in the emergency room with high blood glucose over 600mg/dl, and he was treated with three litters of fluid, insulin drip, and 10 to 15 units in 5 unit's doses. The customer was taking boluses and manual injections, but his glucose level did not drop. No further information was provided.